Event description:
Caller from account was concerned that the unit had underfilled the final container, based on her visual assessment that 70ml of excess fluid remained in the source container. Only one station was programmed to pump and the volume delivered display indicated that the programmed volume of 900ml had been delivered. User was advised not to use the unit, which was swapped out.